Event description:
The international distributor reported a pt death after a vent inop occurrence due to a flow sensor fault. The ventilator has been requested for return to the MFR for future analysis. Further event info is unk at this time.

Manufacturer narrative:
Device not yet returned to MFR.